Event description:
It was reported that this 68 y/o male patient's right hip was revised approximately 1 year post op. Surgeon removed cup, screw, liner, biolox option head, biolox option adapter. He kept the alteon stem and converted the acetabulum to stryker using an exactech +10 cocr femoral head. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 5273104 180-65-35 - alteon 6.5mm screw, 35mm. 7042510 170-50-07 - biolox delta adapter 16/18-12/14; +7mm. A037766 170-36-50 - biolox delta option femoral head 36mm od.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, d2a, d2b, g3, g4, h6 the following sections were corrected: d1, d4, h6, expiration date -unk, manufacture date - unk MDR section codes updated/corrected: a, b, c, d, e, g the cause of the patient¿s dislocation and subsequent revision reported in cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant images or radiographs were not provided. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.